Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 6fr sheath, after a percutaneous coronary interventional procedure. Reportedly, the lever of the device was loose. The device was removed and a second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analysis found the foot and level operating normally, but the needle tip had detached. A search of the manufacturing history record indicated no similar non-conformance records for needle tip detachment for this specific lot. The complaint handling database was also reviewed for similar events, none were found. The information available did not confirm a product deficiency. This product will continue to be monitored per departmental procedures.